Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that fractured ceramic hip inlay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (dob), d6a, d6b if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b5, h6 (health effect- impact code).

Event description:
Additional information received stated that there was a 50-60 minutes surgical delay due to the retrieval of ceramic fragments and rinsing of the surgical area. Doi: (B)(6) 2022 dor: (B)(6) 2022 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : bfarm DHR review product description: delta cer insert 36id x 56od product code: 121881756, lot number: 8789716. 1) quantity manufactured:(B)(4). 2) date of manufacture: 18/04/2018 3) any anomalies or deviations identified in DHR: no 4) expiry date: 31/03/2023 5) IFU reference: 78002788. Device history review : the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. Bfarm DHR review: product description: delta cer insert 36id x 56od. Product code: 121881756. Lot number: 8789716. 1) quantity manufactured: (B)(4). 2) date of manufacture: 18/04/2018. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 31/03/2023. 5) IFU reference: 78002788. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Due to the fact that the insert at issue was not provided, ceramtec could not carry out any further investigations. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> bfarm DHR review. Product description: delta cer insert 36id x 56od. Product code: 121881756. Lot number: 8789716. 1) quantity manufactured: (B)(4). 2) date of manufacture: 18/04/2018. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 31/03/2023. 5) IFU reference: 78002788. Device history review: the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.